Event description:
It was reported that during a partial gastrectomy procedure, the device was leaking, so they replaced this device to maintain pneumo. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.